Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, an occlusion alarm occurred. Customer's blood glucose level was 240 mg/dl. Reportedly, the customer reloaded the cartridge and declined tandem technical support to follow-up regarding the occlusion alarm issue.